Manufacturer narrative:
(B)(4) date sent: 8/24/2016. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what grade of hemorrhoids did the patient have? Was the device difficult to close? Was the device difficult to fire? Was there audible and/or tactile feedback during the firing? Was the device inspected for complete transection of the cutting washer? Was there any issue with staple formation in initial procedure? Were there any hemostasis issues identified in initial procedure? Were there any blood products administered? If so, how many units were given? Was there any issue with staple formation in the secondary procedure? How was it determined that there was an "error in staple line"? How did the surgeon assess that stapler was not working correctly? What is the current patient status? Response received: I had the opportunity to talk with one of the surgeons who was in the surgery and he informed me that when they tried to activate the pph, they had already felt difficult in activating it. When they looked at the stapling, they realized some failures through the staples line and they did a fortification with suture. However, there were some locals that apparently were stapled. When the patient arrived in his bedroom, the staples loosened themselves and the cut started to bleed again. The patient had to come back the surgery room, take other anesthesia, and make a second approach. According the surgeon after the re-approach , they could stop the bleeding and the patient had his medical release in 1 or 2 days and he is fine.

Event description:
It was reported that during an unknown procedure, the pph stapler did not work. The surgeon did the surgery using pph and when the patient was in the post-op. Room he presented intense bleeding and came back to surgical room. The nurse informed by phone that the cause of the bleeding was an error in the staples line and the patient almost shocked due the bleeding. After the interference, the physicians looked for the device into the treasure and they realized it was not stapling correctly. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Batch # n5405r. The analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.